Manufacturer narrative:
(H3, h6) medtronic representative went to the site to test the imaging system and found the voltages on the digital drive board were initially out of specification. Following the adjustment of the potentiometers as per the manual, the new voltage reading is now 2.6v. Subsequent system tests confirmed successful operation with zero errors. B01, c02, d02, g04037 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000138. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when driving the system, it was not functioning as designed. Caller reported system "going fast, then slow and jolting". No patient was present at the time of event.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221, serial/lot #: unknown. G04060 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.